Event description:
It was observed that during the device evaluation, the subject device exhibited image fail. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to for inspection and the following reportable malfunctions were identified during the device evaluation: image fail. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.